Manufacturer narrative:
The p-cap or reservoir locked in place properly during testing. Device passed the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No physical damage was noted to reservoir tube lip or casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers spouse reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that the p cap from reservoir was missing. Customer stated that the reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.